Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl (150 mcg/ml at 125.06 mcg/day), compounded baclofen (450 mcg/ml at 375.18 mcg/day), unknown morphine drug (10 mg/ml at 8.33 mg/day), and bupivacaine (20 mg/ml at 16.675 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient came to the hospital with altered mental status and was obtunded. The hcp stated that they gave the patient narcan and the patient responded positively to that and now on a narcan drip. The hcp was requesting a local medtronic representative to interrogate the pump and help stop the pump. Of note, the hcp stated that they have spoken to the managing pump physician and the managing pump physician did not think it was pump related. Additional information received from the healthcare provider (hcp) reported that the hcp suspected that the patient was getting too much medication so they would like to contact the local medtronic representative to check the pump to make sure it was functioning properly. The hcp stated that the patient came in with acute hypoxemia and respiratory failure and was very hard to arouse. The hcp stated that the patient had been in the ICU (intensive care unit) until yesterday (B)(6) 2022).